Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was going bad. It was indicated that the patient's device would have lasted if the lv output would have stayed low. As of this time, this lv lad remains in service. No adverse patient effects were reported.